Manufacturer narrative:
Date of event was not reported. Aware date was used as estimate.

Event description:
It was reported that the patient had a cerebral vascular accident. It was reported via social media that "the patient was having a left atrial appendage closure procedure using a watchman closure device when the patient had a cerebral vascular accident."